Event description:
The pt never had therapeutic effect after a new lead and extension implant. The lead was placed in the ventral intermediate thalamus. Bipolar impedances on electrode combinations 4-6, 5-7, and 6-7 were 3620 ohms and less than 15 microamperes. The hcp planned on opening the extension-lead site (and extension-implantable neurostimulator site if needed) to take apart, clean the connections and recheck impedances. The hcp later reported that a fluid short was diagnosed. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Evaluation results: it is unk where the fluid short occurred. Fluid short